Event description:
It was reported that the customer had low blood glucose. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Analysis was performed and the insulin pump passed the functional test including the seat, rewind, basic occlusion test, occlusion test and prime test. The insulin pump was programmed with multiple boluses and all boluses delivered their indicated amounts. No history or daily total anomalies were found.